Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up; however, no further information was available. If further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, all the buttons were under responsive to user presses. The keypad cover was removed and there was contamination observed under all the contacts. Unrelated to the original complaint, the battery compartment was found to be cracked under the grip pad. Additionally, the display screen appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.